Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Method: (other): the programmer files were reviewed. (B)(4). Conclusion: the displayed warning was triggered because of an incorrect management of lead impedance calculation. This behavior was corrected in the w2.8.5 / w2.8.6 embedded software version included in the paradym programmer module version 2.10. Since the w2.8.5 embedded software version was downloaded in ICD memory on (B)(4) 2013, no such false alarm display on v impedance will be possible upon future ICD interrogations. Considering that the individual impedance measurements were stable and within the expected values, as well as recorded impedance curves, no further actions are needed for this pt. Normal check should be done (lead impedance, lead continuity...) Upon each follow-up, as indicated in the implant manual.

Event description:
During an ICD check performed on (B)(6) 2013, a warning message suspecting a lead issue (low ventricular lead impedance) was displayed. However, review of follow-up data did not reveal any impedance anomaly. An explanation was requested.